Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut fx plus valve, product ID: evfxplus-23, serial: (B)(6), use by date: 2027-04-09, UDI: (B)(4). The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a 23 millimeter (mm) transcatheter valve in a previously implanted 19 mm non-medtronic surgical aortic valve, and prior to slowly withdrawing the delivery catheter system (dcs), the nosecone was centered within the frame inflow by slightly retracting the non-medtronic guidewire. Upon withdrawing the dcs, the nosecone of the dcs interacted with valve and the valve dislodged into the ascending aorta. Subsequently, a 20 mm non-medtronic transcatheter valve was implanted into the surgical aortic valve. It was noted that the dcs was not twisted or torqued at any point during deployment. Per the physician, the depth of implant also contributed to the dislodge. A 1 hour procedural delay occurred as a result of the dislodge.

Event description:
Additional information was received indicating that during the procedure, at 80% deployment, there was a significant amount of parallax in the cusp overlap view. The valve was subsequently deployed at a shallow depth. Upon withdrawing the delivery catheter system (dcs), the nosecone was not centered within the valve frame and the dcs was withdrawn quickly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.